Event description:
Customer reported issues with sensor glucose verses blood glucose differences and inaccuracies. Customer indicated that the sensor will give a low blood glucose reading of a low value and remain there for hours. When blood glucose to be checked at a later time, the reading turns out to be much higher. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.